Manufacturer narrative:
The device is expected to be returned for analysis following the revision. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of device memory confirmed the reported out-of-range impedances. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis found no device deficiency that would have contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient implanted with this device reported hearing beeping tones. Interrogation of the device indicated the shock impedance measurement was greater than 125 ohms. The patient was hospitalized and a revision procedure was scheduled. No further adverse patient effects were reported.